Manufacturer narrative:
An event of leaflets not being coopting well after implant of the was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. This includes functional testing of the device which ensures proper cuspal coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 29mm epic valve was chosen for a procedure. After the valve implantation, it was noted that the valve leaflets do not close properly. A new unknown size valve was chosen the completed the procedure while patient on bypass. There was no delay in the procedure., the patient was reported discharged.

Event description:
It was reported that on (B)(6) 2026, a 29mm epic valve was chosen for a procedure. After the valve implantation, it was noted that the valve leaflets do not close properly. A new unknown size valve was chosen the completed the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.